Event description:
It was reported to philips that, during a procedure, the cable carrier had come off from the rail and had hit the user on their head. A philips allura xper fd20 device was in use at the time of the event. The user experienced a bump on their head with a minor concussion as a result of the alleged cable carrier fall. The affected staff were placed under observation and it was noted that no additional harm was reported as a result of this event. This also led to a delay in the patient procedure, although no harm or injury to the patient was reported. The customer opted to replace the 989600130113, cable carrier for mcc component as a resolution to the device issue. An investigation has been opened to evaluate this event as a result of the reported serious injury.

Manufacturer narrative:
Additional manufacturer narrative: no patient was adversely affected by the incident. Initially, the complaint was opened as a serious injury, so the initial regulatory report was sent as a serious injury. Since that time, a clinical assessment was completed which determined that the staff member was not seriously injured. The injured staff suffered a minor concussion after a bump to the head and was placed under observation in the hospital observation ward for the entire day before being discharged and resting at home. It was noted that no additional harm was reported as a result of this event. The part removed from the device was disposed of. A philips field service engineer (fse) completed an on-site inspection of the device. The fse found that the hexagon nut that held the cable hose carrier to the trolley loosened, causing the cable hose carrier to drop and strike the head of a hospital employee. The device is still operational and in use. The defective cable hose carrier has been replaced. In addition, all other cable hose carriers have been replaced as a preventive measure. Corrected data: codes were corrected based on the investigation outcome.